Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd phaseal¿ injectors luer lock n35 and n35c had an issue with needle exposure. The following information was provided by the initial reporter: "after disengaging the injector from the spike set, the hcp found that the injector needle was exposed."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd phaseal¿ injectors luer lock n35 and n35c had an issue with needle exposure. The following information was provided by the initial reporter: "after disengaging the injector from the spike set, the hcp found that the injector needle was exposed."

Event description:
It was reported bd phaseal¿ injectors luer lock n35 and n35c had an issue with needle exposure. The following information was provided by the initial reporter: "after disengaging the injector from the spike set, the hcp found that the injector needle was exposed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-26. H6: investigation summary: sample and photos received for investigation. Upon visual inspection, the handles of the injector safety sleeve had slipped out of place and the needle was exposed, most likely caused by user misuse of the device during connection/disconnection of the phaseal device against the mating component. A review of the device history could not be performed due to the unknown lot number.